Event description:
Additional information was received for this case. The physician treated the patient with two valiant 38x38x150 stent grafts for the distal type ib endoleak. The distal type ib endoleak was resolved.

Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia was implanted in a patient for the endovascular treatment of a > 200 mm ascending thoracic aortic dissection. The patient also had a previous repair of the ascending aorta with a 32 mm surgical graft. It was reported that a routine follow-up showed that stent graft did not seal the distal tear and a retrograde type ib endoleak present. The stent graft only extended to mid descended thoracic aorta. The dissection was and still extends to the celiac artery. The patient will be monitored by the physician. No additional clinical sequelae were reported. The review of returned films 8 month post-implant revealed that the stent grafts were placed proximally from just distal to the brachiocephalic, over the arch, and extending distally into the mid-level of the descending thoracic aorta. The great vessels appeared to have been bypassed. Filling of the descending thoracic aortic dissection is seen at the distal margin of the stent graft. The dissection extends distally to the celiac artery. Images pre-implant and earlier post-implant were not provided. The cause of the retrograde filling of the dissection is unknown; may be due to insufficient stent graft coverage of the pre-implant dissection or propagation of the dissection.